Manufacturer narrative:
H10: additional narratives : updated b5 and h6 per new information received.

Event description:
It was reported that a patient with a 21mm aortic valve underwent valve-in-valve procedure after an implanted duration of 5 years, 4 months due to unknown reason. A 20mm transcatheter valve was implanted.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, has been placed under consideration for a possible valve-in-valve procedure after an implanted duration of 5 years, 4 months due to unknown reason. Currently, there is not a case scheduled.